Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient throat cancer returned while using device in (B)(6) 2022. The user alleges seeking medical intervention after having a sore throat and alleges being seen at cross cancer institute due to cancer diagnosis. This complaint was received via social media. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP. The manufacturer received information from the patient alleging cancer. The patient alleged seeking medical intervention after having a chronic sore throat and being seen at cross cancer institute due to cancer diagnosis. The dreamstation auto CPAP was returned to the service center for evaluation, and no visible foam degradation was observed. Additionally, the device was scrapped. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.